Event description:
Laser tech reported an overcorrection, for one left eye, after lasik surgery. Pt's past surgical history included a multifocal intra ocular lens (iol). Intended outcome, after lasik surgery, was reported to be emmetropia. F/u info received noted that the pt reported symptoms of blurred vision, on post-op.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).